Event description:
A pericardial effusion and perforation occurred. It was reported that versacross connect laac access solution selected for use. During the procedure, the versacross connect in a was advanced over a non-boston scientific wire into the right atrium and into the superior vena cava (svc). When trying to remove the non-boston scientific wire, the physician felt the wire become entrapped in the versacross dilator. The physician had to remove the dilator and the wire from the patient's body and noted that the wire unraveling and there an observed tear or nick in the tip of the dilator where the wire entrapped. The dilator replaced with another of the same kind and used to perform the transseptal puncture. The procedure successfully completed and upon doing a post effusion check with transesophageal echocardiography (tee) at the end of the procedure, a pericardial effusion noted. The physician performed pericardiocentesis and 200cc of venous blood removed from the anterior pericardium. It suspected that the wire entrapment in the dilator may have entrapped tissue causing the effusion. The versacross dilator and sheath were in the body but the versacross rf wire not. It is suspected that the non-boston scientific wire entrapped in the versacross dilator with potential tissue interaction thus causing the effusion. There no issue with transseptal. The patient kept overnight and discharged the following day, which is typical for watchman procedures. The patient hemodynamically stable when complication noted. The device is not expected to return as it disposed. Furthermore, the patient hemodynamically stable when complication noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to the initial MDR in block(s) patient codes (f10 and h6), in sections f-user facility / importer report information and h - device manufacturers only. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. However, the reported allegation for dilator damage was confirmed as per the media provided, as the tip of the dilator was noted damaged. The other allegations cannot be confirmed as there were no further images provided and the devices have not been returned to bsc for analysis. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Additionally, the IFU warns users to 'careful manipulation must be performed to avoid cardiac damage, tamponade or vessel trauma. Dilator and compatible guidewire advancement should be performed under imaging guidance, such as fluoroscopy or echocardiography. If resistance is encountered, do not use excessive force to advance or withdraw the versacross rf wire or versacross connect transseptal dilator. Excessive force may lead to bending or kinking of the versacross rf wire limiting advancement and retraction of sheath and dilator device.'; 'care should be taken when inserting or removing compatible guidewires from the dilator lumen'; 'the versacross connect transseptal dilator is compatible with 0.035 transseptal devices and guidewires or smaller.'; 'carefully read the applicable compatible guidewire (not supplied) instructions prior to use. Observe all warnings and precautions noted in these instructions. Failure to do so may result in patient complications.'; 'thread the dilator and compatible access sheath (if sheath is used) over the compatible guidewire (or versacross rf wire if used) using a slight twisting motion into the superior vena cava (svc) under imaging guidance such as fluoroscopy or echocardiography. If resistance is encountered, do not use excessive force to advance or withdraw the dilator over the guidewire. Determine the cause of resistance before proceeding.' Risk review a review of the versacross connect laac access solution risk documentation was completed and confirmed that the events of vessel trauma and pericardial effusion were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device for the reported events of pericardial effusion and vessel perforation. The clinical events are captured in the the IFU for the versacross connect laac access solution.

Event description:
A pericardial effusion and perforation occurred. It was reported that versacross connect laac access solution selected for use. During the procedure, the versacross connect in a was advanced over a non-boston scientific wire into the right atrium and into the superior vena cava (svc). When trying to remove the non-boston scientific wire, the physician felt the wire become entrapped in the versacross dilator. The physician had to remove the dilator and the wire from the patient's body and noted that the wire was unraveling and there was an observed tear or nick in the tip of the dilator where the wire was entrapped. The dilator was replaced with another of the same kind and was used to perform the transseptal puncture. The procedure was successfully completed and upon doing a post effusion check with transesophageal echocardiography (tee) at the end of the procedure, a pericardial effusion was noted. The physician performed pericardiocentesis and 200cc of venous blood was removed from the anterior pericardium. It was suspected that the wire entrapment in the dilator may have entrapped tissue causing the effusion. The versacross dilator and sheath were in the body but the versacross rf wire was not. It is suspected that the non-boston scientific wire entrapped in the versacross dilator with potential tissue interaction thus causing the effusion. There was no issue with transseptal. The patient was kept overnight and discharged the following day, which is typical for watchman procedures. The patient was hemodynamically stable when complication noted. The device is not expected to return as it was disposed. Furthermore, the patient was hemodynamically stable when complication noted.